Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review / investigation. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (u1811102) at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturer record evaluation was performed and results were obtained as follows: product: 225028, lot number : u1811102, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported by the affiliate that while using the vapr tripolar 90 suction electrode, rf became unstoppable. After it was re plugged in, the error was indicated. The electrode did not work anymore. The device was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. This report is 1 of 1 for (B)(4).